Manufacturer narrative:
B5: the patient was given prophylactic antibiotics as a precaution. H10: the device was received for evaluation. A visual inspection with the naked eye identified a separation between the dark blue female connector and the light blue main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to inadequate solvent to the main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set had a separation; further described as, ¿transfer set tip separated from the roller clamp¿. The separation occurred while the patient was disconnecting from the ultrabag during pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.